Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it helped for 4 years and the lead shifted, and in addition to their bladder spasm, their first two toes on their left foot will curl/cross. They turn the stimulation intensity down.

Manufacturer narrative:
Correction being sent due to patient information missing from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2a98f: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient said they suspect that their lead has shifted just enough to where their left second toe crosses over their left big toe. Patient stated that their hcp stated that they left a lot of play in the lead, and made a loop, but the patient still suspects that it moved. Patient also said the therapy is still controlling their bladder, not quite as well as it did, but still to a satisfactory extent. Patient said they called their representative, and they told the patient to turn the stimulation down to resolve the issue with their toe, but that didn't resolve the issue. Patient mentioned that they are on their feet a lot and their foot being in that rigor position affects their ability to stand long periods of time, and it's uncomfortable to have their toe crossing over their big toe as well. Patient stated that they initially thought that the issue was bunions, but now they are confident that the issue is related to their therapy because their toe position returns to normal when they turn off their therapy. The patient was redirected to their healthcare provider to further address the issues.